Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Within one year, the estimated longevity decreased from two years to six months. While replacement and return are expected, this pacemaker remains in-service. No adverse patient effects were reported.